Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of around 600 mg/dl. The customer had not reported any symptoms. The customer treated with pump and manual shots. Customer's blood glucose value was around 600 mg/dl at time of incident. Customer's current blood glucose value was 99 mg/dl. Customer stated having an issue with her pump and pump is saying her out of insulin by giving an insulin flow blocked, when it is not out of insulin, states she has also had high blood glucose level and been in the hospital because of this. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017 at 10pm. The blood glucose value when admitted to hospital with unsure but over 600 mg/dl. The customer complained about not feeling well, bg kept going up. The customer cause of hospitalization per healthcare professional's was hyperglycemia. Explained the 2 high blood glucose rule. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.